Event description:
It was reported that the patient faced five events where infusion set fell off during use on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-58522 / Initial 3 of 5.Name: TandemCountry: United States of AmericaStreet: 11045 ROSELLE STREETCity: SAN DIEGOState: CAZip Code:92121.Based on the available information, this event is deemed to be a reportable malfunction.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.